Event description:
Caller reported a potential false negative urine hcg result. Doctor's office ran a urine sample (not first morning) and results were negative. A sonogram showed 8 weeks gestation. No urine sample is available for testing at biosite. No further pt info is available.

Manufacturer narrative:
Investigation: lot number(s): hcg9030043. Expiration date(s): 03/2011. Control lot: 20miu/ml hcg urine lot: hcg090304-01; 100miu/ml hcg urine lot: hcg090521-01; 264iu/ml hcg urine lot: hcg091015-04. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 min read time. The 100 miu/ml and 264iu/ml hcg urine control yielded clearly positive results at 3 min read time. Conclusion: retain testing was performed with in-house controls; the client's result was not replicated. Verified the product number, product description, lot number and batch record. No abnormal results were found. No corrective action required at this time as no product deficiency was established.